Event description:
Distributor reports that a nurse reported that she could not withdraw the balloon as it would not deflate.

Manufacturer narrative:
Based on the available info, this event is deemed serious injury. The nurse tried to inflate extra 30ml sterile water but the balloon didn't deflate. Then they cut the foley, but the balloon remained. Finally they used a spinal needle to puncture the balloon. They requested the pt to come back in one week later for examination, to see if some pieces of splinter were left in the pt's bladder. An analysis on the sample showed that it met specification. Product passed the reverse flow rate and drainage testing. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware. No sign of visual defect was observed. Balloon could be easily inflated with 30 cc of air via a luer tip syringe inserted into the valve. No sign of collapsed inflation lumen was observed inside the balloon when the balloon was inflated with air. Deflation was easy and normal. Similar results were obtained when test was repeated for 3 times. Review of assembly work order did not reveal any signs of collapsed airline detected during the inspection. There is 0.5% of defects due to slow deflation was detected during inspection and the products were rejected and discarded. This defect rate is within the normal mfg trend. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out.